Manufacturer narrative:
Clarification: a re-review of the complainant part was conducted based upon the investigation results from (B)(6) 2016. It has been concluded that the information in this complaint record does not suggest that a device malfunction occurred and the recurrence is not likely to cause or contribute to a death or serious injury. Therefore, the medwatch report (MFR 9612488-2015-10626) is being rescinded as no longer reportable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: a re-review of the complainant part was conducted based upon the investigation results from (B)(6) 2016. It has been concluded that the information in this complaint record does not suggest that a device malfunction occurred and the recurrence is not likely to cause or contribute to a death or serious injury. Therefore, the medwatch report (MFR 9612488-2015-10626) is being rescinded as no longer reportable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Original implant date unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a removal surgery of distal radius plate was conducted on (B)(6) 2015. During the removal surgery, when the surgeon attempted to remove the reported cortex screw using screwdriver shaft star-drive, he found that the cortex screw carried a head in hexagon (while (B)(4) supposed to have a star-drive screw head). Only screwdriver shaft star-drive had been prepared for this removal surgery. In the end, the surgeon had to use an extraction screw ((B)(4)) to remove the cortex screw in question and the surgery was completed. The surgery was extended for thirty minutes. No adverse consequences were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The item was measured; it fulfills the specifications completely. This article is specified with a star drive recess, not with a hex drive recess. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the, manufacturing location: (B)(4), art 401.778 / lot 2490805, manufacturing date: 7th may 2009, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.